Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and the checked both sides of the imaging system. The navigation saw both imaging trackers as intended. No failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the navigation camera could not see the imaging system tracker. The site used another navigation system with no issues. There was less than an hour delay in the procedure. No impact on patient outcome.